Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left cornu multiple metallic structures in the cornual and fallopian tube of the uterus.') And fallopian tube perforation ('essure coil had punctured one of her fallopian tubes') in a 24-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, multigravida, parity 2 and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain/ severe pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy.) Essure was removed on (B)(6) 2012. At the time of the report, the device breakage and fallopian tube perforation outcome was unknown and the menorrhagia, pelvic pain, back pain, abdominal pain and pelvic discomfort had not resolved. The reporter considered abdominal pain, back pain, device breakage, fallopian tube perforation, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure removal date as per mr is (B)(6) 2012. She never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2012: multiple likely metallic structures in the left uterine cornu and fallopian tube. Hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left cornu multiple metallic structures in the cornual and fallopian tube of the uterus.') And fallopian tube perforation ('essure coil had punctured one of her fallopian tubes') in a 24-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, multigravida, parity 2 and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain/ severe pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage and fallopian tube perforation outcome was unknown and the menorrhagia, pelvic pain, back pain, abdominal pain and pelvic discomfort had not resolved. The reporter considered abdominal pain, back pain, device breakage, fallopian tube perforation, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure removal date as per mr is (B)(6) 2012. She never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2012: multiple likely metallic structures in the left uterine cornu and fallopian tube. Hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-mar-2021: mr received:left cornua multiple metallic structures in the cornual and fallopian tube of the uterus added and made medically significant and intervention required due to surgery. Reporter, medical history ,lab test and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil had punctured one of her fallopian tubes") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain/ severe pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (surgery to remove her essure coils performed in (B)(6) 2012). Essure was removed in (B)(6) 2012. At the time of the report, the fallopian tube perforation outcome was unknown and the menorrhagia, pelvic pain, back pain, abdominal pain and pelvic discomfort had not resolved. The reporter considered abdominal pain, back pain, fallopian tube perforation, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on19-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and she was informed that an essure coil had punctured one of her fallopian tubes. The plaintiff was submitted to a surgery to remove essure coils. Fallopian tube perforation is a potential complication of essure insertion or removal. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil had punctured one of her fallopian tubes") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced menorrhagia ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain/ severe pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (surgery to remove her essure coils performed in (B)(6) 2012). Essure was withdrawn. At the time of the report, the fallopian tube perforation outcome was unknown and the menorrhagia, pelvic pain, back pain, abdominal pain and pelvic discomfort had not resolved. The reporter considered fallopian tube perforation, menorrhagia, pelvic pain, back pain, abdominal pain and pelvic discomfort to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils were properly placed company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and she was informed that an essure coil had punctured one of her fallopian tubes. The plaintiff was submitted to a surgery to remove essure coils. Fallopian tube perforation is a potential complication of essure insertion or removal. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.